Event description:
It was reported that the customer inadvertently entered the carbohydrate value into the bg field in the bolus delivery menu. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was instructed to call an ambulance or go to the emergency room (ER). Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus."